Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to "get good numbers" sensing p-waves with the implantable pacing lead. The lead was removed and replaced with a competitor lead with similar results. No patient complications have been reported as a result of this event.